Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy, the device did not fire. It was stated that the reload was fired and locked. Another reload was used, but it did not work as well. Another handle and reload from a different lot number was used to complete the case. There was no patient injury.